Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: one brown particulate fiber on leaflet, per follow up the particulate color was brown, not white as reported. No other visual abnormalities observed on the valve. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for particulate noticed was confirmed based on returned device evaluation. Material analysis was performed on the brown fiber, and the sample spectrum of the brown fiber is consistent to aluminum oxide like material. Additionally, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'a little white thread was noticed above one of the valve leaflets during rinsing. As per follow up, field specialist confirmed the brown fiber on the leaflet.' Process walkthrough was performed by manufacturing to ensure none of the materials, fixtures or tooling used matches similar brown fiber material, and concluded that the source of the brown fiber was unlikely related to the manufacturing process, because there was no similar material from the incident used in manufacturing processes. In addition, there was no reported particulate upon the jar opening. In this case, the brown fiber was likely introduced during the device prepping and/or handling process. As such, available information suggests that procedural factors (device preparation handling) may contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards italy affiliate, during preparation for a transcatheter heart valve replacement procedure with a 26mm sapien 3 ultra valve, a 'little white thread' was noticed above one of the valve leaflets during rinsing. The valve was rinsed in an attempt to remove the particulate, and removal with a clamp was done. However, the surgeon possibly damaged the leaflet, so it was decided to replace the valve. The procedure was completed with success with a new valve.

Manufacturer narrative:
Investigation is still ongoing.